Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.50x48mm synergy ii drug eluting stent was advanced to treat the lesion. However, on the first attempt of crossing the lesion physician noticed that some stent struts had protruded. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.